Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 7/99, the pt underwent a primary left l4-l5 spinal root decompression. In 7/99, the pt presented with recurrent back and leg pain which was moderate in intensity. Despite a negative post-op MRI therapy injections of anti-inflammatory pain medications were administered. Pain continued with only a 20% improvement. The outcome of this event is unknown as the pt was lost to follow-up. The investigator classified this event as possibly related to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.